Event description:
Per the clinic, the patient experienced pain at the implant site and subsequently was treated with antibiotics (specific date and duration not reported). However, the issue did not resolved. Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 31, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 17, 2022.

Manufacturer narrative:
The device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on february 24, 2022.